Event description:
Reporter states that on three occasions the 30 gauge sterile needle broke. The first two indcidents of breakage occurred while the needles were being handled by the clinician and did not involve injury to a pt. On the third occasion the needle broke off while in a pt's mouth during injection of anesthetic. This report reflects that incident. On 1/10/96 a 30 gauge sterile dental needle was used to administer anesthetic to a pt prior to an unspecified dental procedure. Two cartridges of anesthetic were administered via inferior alveolar block. The injection of the first cartridge was completed without difficulty. Prior to the injection of the second cartridge, the needle was bent slightly. During the second injection the needle broke and a portion was imbedded in the pt. The pt was sedated, an x-ray was taken, and the needle portion was retrieved by an oral surgeon. The pt has recovered. Refer to associated event 967417p0531 for related report.